Event description:
It was reported that a cartridge alarm occurred during basal delivery and load sequence. Customer reverted to using an alternate method of insulin therapy. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.